Manufacturer narrative:
This device is not cleared for use in or marketed within the us. It is a similar product to those cleared by k111301 under product code nkb. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00049 thru 3003853072-2017-00051.

Event description:
It was reported that three pedicle screws fractured post-operatively. The screws were installed for approximately three years prior to the breakage. A revision surgery was performed to address the broken screws. There were no other reports of patient injury associated with this event. This is report two of three for this event.

Manufacturer narrative:
The device was not returned for evaluation, however photographs were provided and used for the evaluation. The threaded shaft had fractured; the complaint is confirmed. The fractured screws were found four years after being implanted and bony fusion was achieved at the site. It cannot be concluded that the screws broke before the fusion occurred. A review of the device labeling shows that this is a known risk of the procedure since repeated stresses on the devices over time can lead to device fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event.